Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2018: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2018: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that a reprogramming was done to use functioning contacts. The patient stated it doesn¿t provide as much pain relief as her original programs. The issue was ongoing and the patient was going to be seen by the doctor on (B)(6) 2025 to discuss next steps.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and high impedance. Impedance checks were performed during reprogramming, with initial impedance values greater than 40,000 on contacts 0-3, and subsequent rechecks after reprogramming showing values greater than 40 ,000 on contacts 0-3, 4, and 7. No other stimulation issues were reported. The issue is ongoing and no action has been taken. No patient complications have been reported as a result of this event.